Event description:
It was reported that there was a malfunction alarm with the customer¿s insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer, reset the pump themselves, and the decision was made by technical support to replace the pump. The customer would continue using the current pump and rely on an alternate method if necessary until the replacement is received.